Event description:
A user facility reported to olympus that the eyepiece of the device broke off. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation noted that the eyepiece funnel was cracked. Additional evaluation findings are as follows: 1.) Outer tube noted to have dents and tube was bent; the scope was received without the protective tube. 2.) Scratches were noted on the distal edge. 3.) Broken lens was found in the optical system. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified fault patterns are most likely attributable to the use of excessive force by the user. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.